Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ¿s white wire was pinched. The root cause for the pinched wire was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.